Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements over the past year. The ICD was explanted and replaced and the rv lead was capped and replaced during the revision procedure. No additional adverse patient effects were reported.